Event description:
Per facility medwatch received, it was reported that during a percutaneous revascularization, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). Predilitation was performed throughout the entirety of the vessel using high-pressure balloon inflations to 20 atmospheres with an unspecified 2.5mm balloon catheter. After pre-dilitation, a 2.5x12mm non-bsc drug eluting stent (des) was successfuly implanted in the proximal rca. The physician proceeded to advance a 2.25x12mm taxus express2 atom des stent delivery system (sds) to the distal rca but it was unable to cross the lesion. The stent dislodged in the proximal rca and was crushed using an unspecified 2.75mm balloon catheter to 20 atmospheres. It was reported that the physician was "unable to pass any stent material distally." Numerous doses of intracoronary nitroglycerin were administered during the case. The pt did well and no additional pt complications were reported. The pt's current conditon is listed "without apparent acute complications".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.